Event description:
It was reported that post a stenting treatment procedure, a stent fractured. In 2008, another manufacturer's graft was implanted, and in both renal arteries another manufacturer's stents were placed. In (B)(6) 2009, the right side stent had fractured, and an express vascular 7.0x40mm stent was implanted in the right renal artery. Upon follow up routine CT and xray in (B)(6) 2010, it was revealed that the express stent fractured. According to the physician, the stent fracture occurred due to friction of the stent graft. Another manufacturer's stent was then placed. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Therapy dates and description: 2008 cook fenestrated graft and (2) ev3 stents. (B)(6) 2010 atrium stent. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).